Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Technician alleged that the right head siderail was not locking in the up position.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.